Event description:
It was reported that during the patient routine control test, the right ventricular lead impedance was high. It was also reported that there was measurement discrepancy in the capture management threshold test. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. S2d data shows v lead bad time = (B)(4) 2011 12:13 am. V impedance at implant = 838 ohms. V lifetime impedance max/min = 5908/804 ohms.